Manufacturer narrative:
It was reported that the venacure1470 laser unit (sn (B)(4)) involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A s reported on (B)(6) 2016 a patient of unknown age and gender presented for an evlt procedure. The procedure was successfully completed with no report of complications or device malfunction during the procedure. It was reported that post-procedure, the evlt unit would not shut down and an error message was displayed on the display screen. There was no harm or injury to the patient as the event occurred post procedure. The customer is returning the evlt unit to the manufacturer for assessment and repair.

Manufacturer narrative:
Returned for assessment was a venacure 1470 laser (sn (B)(4)). The unit was received in good physical condition. The laser was functionally tested. The reported failure of error 21 was not replicated during testing, however error 21 along with error 32 was found in the fault log. The reported complaint description was confirmed as multiple error messages were found in the fault log. The root cause for the failure was determined to be a defective toa, which was replaced. The laser was tested and met all acceptance criteria. A review of the device history records was performed for the reported serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. The user manual, which is supplied to the end user with this unit states: "the venacure 1470 laser is continuously monitoring its operation and performance. Should it detect a problem it will display a code and short message on the screen. To clear a message, carry out the instructions on the display. If a problem cannot be resolved by following the instructions on the display, contact your local angiodynamics representative, quoting the error message on the display at the time of the error". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).